Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), and to update d9 (date received)/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a gelatinous white foreign material, however, the specific material could not be identified and the cause of the foreign material remaining in the device could not be specified. There was no damage to the area where the material was detected. Attempts were made to obtain additional information regarding the event and user's reprocessing methods but no response was received. The event can be detected by following "chapter 3 preparation and inspection" and prevented by following "5.4 manually cleaning the endoscope and accessories" in the instructions for use (IFU). In addition, the following non-reportable malfunctions were found during the device evaluation; the bending section cover glue was separated, the distal end cover was damaged, the insertion tube insulation was low, the bending angulation was out of specifications, the universal cord was wrinkled, the switch box was cracked, and there were air/water flow issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope was prewashed by hand and was not machine washable. The subject device was returned and an evaluation revealed clogging of nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.